Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v833298, implanted: (B)(6) 2012, product type: lead. Product ID: 3093-28, lot# v833298, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported there was a loss of therapeutic effect. There was a reading of <(><<)>50 ohms on contacts 0 and 1. He ran impedances at the highest possible voltage. A longevity calculation was performed to estimate implantable neurostimulator (ins) battery life. It was estimated at 2-2.5 years. The patient was exposed to no high levels of electromagnetic interference (emi). The patient had an endoscopy but cautery wasn't used. The loss of therapy occurred in (B)(6) 2015. The high settings and possible short circuit occurred on the day of report. Additional information received approximately two weeks later reported the patient had not kept a voiding diary to determine percent of symptom reduction. The interrogation of the ins determined that the battery life was reaching its term and could be causing the impedance. The patient was going to follow-up with their doctor in 6 weeks.